Event description:
It was reported that during preparation of the xpert stent, it was noted that the stent prematurely, partially deployed. There was no contact with the patient. A second stent was used successfully to complete the procedure. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xpert self expanding stent system found no blood visible, which is consistent with the reported information that there was no patient involvement. There was saline in the outer tube. The outer tube was retracted 4 mm from the soft tip. The first rows of struts on the stent implant were expanded 1 mm distal to the distal marker. The proximal end of the stent implant was 3 cm distal to the proximal marker. There was no other damage noted to the stent implant. The tuohy borst adapter was tight on the metal shaft. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, it may be possible that the premature deployment is related to handling during preparation. However, this could not be confirmed and a conclusive cause could not be determined. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested. Review of the lot history record found no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication of a product quality deficiency.